Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were implanted with an old battery. The patient thought that there was something fishy about the manufacturer. The health care professional (hcp) implanted it "strange." The hcp informed the patient that the new implant should have been bigger but it was the same size as the patient's previous implant. The new implant did not work from the implant date and once they programmed it, the patient immediately got a massive urinary tract infection (uti). The patient was urinating all over the car. She had the uti for three days and it was the worst uti of all time. The hcp told the patient that the manufacturer shipped an old battery. The hcp told the patient that the manufacturer shipped an old battery and that was the cause of the patient's massive uti. Also, the implant surgery should have taken 45 minutes but it only took 10 minutes. The patient would be seeing the hcp on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, troubleshooting performed, history of utis, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.